Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the lead was explanted on (B)(6) 2021. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient reported dizziness and lead noise with oversensing and high ventricular rate episodes were observed. Lead provocative testing was performed and the noise was reproducible. An x-ray examination was performed with no evidence of lead fracture identified. Lead extraction with replacement is anticipated; however, at this time, the device sensitivity was decreased and the patient will be monitored. The patient was stable.